Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally four channels were disabled due to non-auditory sensation. The reason for that is probably a partial migration of the active electrode out of cochlea. The irc states a full insertion during initial implantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient is experiencing a sequential loss of channels and drop in performance. The patient is still receiving benefit from the device, though it is reduced as only 5 channels are activated.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is experiencing a sequential loss of channels and drop in performance.